Event description:
It was reported that the system would intermittently have black screens and not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn aw repair information is unavailable. However, no report of pt or staff injury was reported.